Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient heard a tone from the cardiac resynchronization therapy defibrillator (crt-d) and presented to the emergency room. No episodes were noted on interrogation, however investigation determined that the patient had been wearing a badge with a magnetic clip. When the badge was placed over the device, the tone was able to be replicated and detections were suspended. The device remains in use. No patient complications have been reported as a result of this event.